Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that it was not possible to interrogate the device, and there was no magnet rate. The device will be explanted and replaced. No patient complications have been reported as a result of this event.